Event description:
It has been reported to philips that image processing error was appearing. No harm has been reported to philips. A philips service engineer inspected the system on site. After ippc reset, the image store and ippc dbs has been recreated and the system was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the image processing error was appearing. The fse recreated image store and ippc dbs (download board software). After recreated image store and ippc dbs the system returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code were corrected.